Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer reported sensors did not work, sensor failed to connect to the pump. The type of treatment given for hyperglycemia was unknown. The event involved product(s) mmt-7040b, unomedical, unk_ngp, unk_reservoir and unk_transmitter. Troubleshooting was not performed hyperglycemia. It was unknown whether the customer was using the pump within the 48 hours of reported event or not also it was unknown whether customer was using automode/smartguard in use at the time of the high blood glucose event or not. Troubleshooting was not performed for sensor failed to connect to the pump and sensors did not work. It was unknown whether the issue was resolved or not. No further patient complication was reported. No product return is required for mmt-7040b, unomedical, unk_ngp, unk_reservoir and unk_transmitter.